Event description:
An olympus representative reported to olympus, on behalf of the customer, the high definition lcd monitor powered on but had no image during maintenance. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was no image due to a faulty printed circuit board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the printed circuit board was faulty could not be identified. Olympus will continue to monitor field performance for this device.